Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while prepping for a implantable cardioverter defibrillator (ICD) battery change out it was noticed that the patients right ventricular (rv) lead showed two alerts for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.